Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery spatula involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation was able to replicate/ confirm the reported issue. Fa found the primary failure of broken pitch cable to be related to the customer reported complaint. The instrument was found to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. As a result, non-intuitive motion may be observed. Pitch cable breakage occurs when tensile load exceeds the ultimate strength of the material. The pitch cable construction is designed to optimize load and fatigue (cycling) characteristics. Variation in customer use conditions, procedure type, patient anatomy, product handling, instrument tip lengths, grip torque, and manufacturing tolerances are a few variables which can influence pitch cable failure. The root cause of the failure was attributed to a component failure and related to device design. Additional observations not reported by the site were also identified. Visual inspection was performed and the instrument was found to have mechanical indentations on the distal clevis. No material appeared to be missing. The root cause of this failure is attributed to mishandling/misuse. The instrument was found to have mechanical indentations on the proximal clevis. No material appeared to be missing. The root cause of this failure was also attributed to mishandling/misuse. A review of the device logs for the permanent cautery spatula (part # 470184-13, lot/serial # (B)(4)) associated with this event has been performed. Per this review of the logs, the permanent cautery spatula was last used on (B)(6) 2021 via system serial # (B)(4). There were 2 uses remaining after this last usage. A review of the site's complaint history does not show any additional complaints related to this product. No photo or video was provided by the site for review. This complaint is being reported due to the following conclusion: this instrument is designed with two pitch cables, each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall inside the patient. The customer reported complaint does not itself constitute an MDR reportable event. Although there was no patient injury reported, the broken pitch cable found during failure analysis could likely cause or contribute to an adverse event if the malfunction were to recur. Follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable.

Event description:
It was reported that during a da vinci-assisted radical laryngectomy surgical procedure, the permanent cautery spatula instrument's wrist had some broken wires and did not turn properly. A similar backup da vinci instrument was used to continue with the case. The procedure was completed with no reported injury.